Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.concomitant medical products: d314trg bi-v ICD, (B)(6) 2012 693565 lead, (B)(6) 2012. (B)(4)

Event description:
It was reported that an alert indicated the left ventricular (lv) lead thresholds were unstable but returned to a normal range. The lv lead remains in use. No patient complications have been reported as a result of this event.